Event description:
It was reported that during a case using the cranial guidance software, there was an inaccuracy during registration, but the surgeon continued the case. There was a surgical delay of 15 minutes and the patient had to be taken for a confirmation scan. The procedure was completed successfully, with the surgeon satisfied with the placement of the shunt.